Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B21583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular with excessive bleeding, vaginal discharge, vaginal dryness, low back pain, urinary tract infection and flank pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural complication ("post removal complication"), dyspareunia ("dyspareunia "), genital haemorrhage ("general. Abnormal. Bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("uti"), cystitis ("bladder infection ") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, genital haemorrhage, menorrhagia, urinary tract infection and cystitis had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered cystitis, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, dyspareunia, general. Abnormal. Bleeding, menorrhagia, uti, bladder infection, psych injury. Essure confirmation (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: impression: bilateral fallopian tube closure as described. Lot number: b21583, manufacture date: 2013-04, expiration date 2016-04-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Amendment: the report was amended for the following reason: due to internal review it was detected that only lot number b21583 was mentioned by reporter (b21683 was a reading error). No UDI number was reported (erroneously lot number entered - was deleted). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B21683-inv,b21583, UDI no. B21583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular with excessive bleeding, vaginal discharge, vaginal dryness, low back pain, urinary tract infection and flank pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural complication ("post removal complication"), dyspareunia ("dyspareunia "), genital haemorrhage ("general. Abnormal. Bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("uti"), cystitis ("bladder infection ") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, genital haemorrhage, menorrhagia, urinary tract infection and cystitis had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered cystitis, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, dyspareunia, general. Abnormal. Bleeding, menorrhagia, uti, bladder infection, psych injury. Essure confirmation (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: impression: bilateral fallopian tube closure as described. Lot number b21683 is not valid. Lot number: b21583, manufacture date:2013-04, expiration date: 2016-04-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-mar-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B21683, UDI no. B21583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular with excessive bleeding, vaginal discharge, vaginal dryness, low back pain, urinary tract infection and flank pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural complication ("post removal complication"), dyspareunia ("dyspareunia "), genital haemorrhage ("general. Abnormal. Bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("uti"), cystitis ("bladder infection ") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, genital haemorrhage, menorrhagia, urinary tract infection and cystitis had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered cystitis, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, dyspareunia, general. Abnormal. Bleeding, menorrhagia, uti, bladder infection, psych injury. Essure confirmation (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: impression: bilateral fallopian tube closure as described. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2021: mr received : reporter, lot number , medical history, removal date and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural complication ("post removal complication"), dyspareunia ("dyspareunia "), genital haemorrhage ("general. Abnormal. Bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("uti"), cystitis ("bladder infection ") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, dyspareunia, genital haemorrhage, menorrhagia, urinary tract infection and cystitis had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered cystitis, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, dyspareunia, general. Abnormal. Bleeding, menorrhagia, uti, bladder infection, psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received-event injury updated to pelvic pain. New events dyspareunia, general. Abnormal. Bleeding, menorrhagia, uti, bladder infection, psych injury, post removal complication were added. Outcome of pelvic pain updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.